Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd cathena safety IV catheter with wings bd multiguard technology 18 ga 1.25 in. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena safety IV catheter with wings bd multiguard technology 18 ga 1.25 in experienced a safety mechanism that would not activate. The following information was provided by the initial reporter: on an installation of vvp (peripheral venous route), during the withdrawal, the needle was not secured. Major risk of exposure to blood. The blood stop valve has worked. There were no consequences for either the patient or the staff as we immediately noticed the malfunction and took our precautions.

Event description:
It was reported that the bd cathena safety IV catheter with wings bd multiguard technology 18 ga 1.25 in experienced a safety mechanism that would not activate. The following information was provided by the initial reporter: on an installation of vvp (peripheral venous route), during the withdrawal, the needle was not secured ==> major risk of exposure to blood the blood stop valve has worked. There were no consequences for either the patient or the staff as we immediately noticed the malfunction and took our precautions.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-03 h6: investigation summary one sample was received by our quality team for evaluation. The sample was observed with the safety mechanism not activated. No dented mark was observed on the cannula and the tip shield was manually pushed through the cannula and was able to activate properly. No safety activation failure was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. See h10.